Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4 - lot number: unknown, as information was asked but it was not provided. Section d4 - expiration date: unknown, as product lot number was not provided. Section d4: UDI number: unknown, as the lot number was not provided. Section d6a - implant date: n/a. Healon is not an implantable device. Section d6b - explant date: n/a. Healon is not an implantable device. Section e1 - telephone number: (B)(6) section h3: the healon gv pro was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4. Device manufacture date: unknown, as the lot number of the device was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient is having pressure problems post-operatively, healon gv pro was the viscoelastic used during surgery. No further details were provided.

Manufacturer narrative:
Additional information: b5 - describe event or problem: through follow ups we learned that several patients experienced the same issue. The number of affected patients is unknown. Different lenses from different manufacturers were implanted. The pressure was always treated with medication, the customer did not provide exact values. Corrected data: removed: h6. Adverse event problem - health effect - impact code: 2199 - no health consequences or impact added: h6. Adverse event problem - health effect - impact code: 4644 - medication required all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.